Event description:
It was reported by the customer the huber needle leaked at the y-site (not with a cadd pump), dex was infusing, no harm to the patient. No crack was noted by the rn. This was with the blue microclave in the port access kit. The needle was discarded in the sharps. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer the huber needle leaked at the y-site (not with a cadd pump), dex was infusing, no harm to the patient. No crack was noted by the rn. This was with the blue microclave in the port access kit. The needle was discarded in the sharps. No other information was provided.